Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that following a mast (minimal access spinal technologies) procedure utilizing the sextant system, in which four scr ews were implanted, the tulip of one screw broke and separated from the body post-implantation after a month. The event occurred post-operatively and resulted in pain for the patient. A fragment of the implant remains in the patient. An x-ray was planned for 15 days post-operatively to determine the pre-operative diagnosis, and radiographic imageswere made available. No additional surgery or t reatment was performed as a result of this event. Additional information was received that the type of procedure/therapy involved during the event was minimally invasive spine surgery (mis). Surgeon has kept the patient on observation for one month and will be going for a rescan. Post that scan will decide on the next steps.

Manufacturer narrative:
G2: country of origin is india. Radiographic image assessment indicated that lateral x-ray left, lateral right anteroposterior l3-l5 posterior fusion. There is separation of the tulip and shank in one of the l5 screws. Lateral x-ray immediate post op, construct is intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that hospitalisation or prolongation of hospitalization was not required. No additional revision surgery performed.

Manufacturer narrative:
B5 - additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.